Manufacturer narrative:
Concomitant medical prodict: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead one day post implant. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.